Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed device evaluation. Failure analysis investigations confirmed the customer reported complaint of "bent wire at the end." The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moves in yaw. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have thermal damage on the monopolar yaw pulley. This is in result of the damaged conductor wire insulation. A review of the instrument log for the permanent cautery hook instrument (420183-14/n10190423) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2019. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's seventh usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci assisted total malignant hysterectomy procedure, the permanent cautery hook instrument had a bent wire at the end. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.